Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on all lead contacts. The patient experienced several falls and the lead migrated as a result. The migration was confirmed via x-ray. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the lead was explanted and replaced with an scs paddle lead to address the issue. Patient confirmed effective therapy coverage post-operatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Per 56-0258, no checklist was initiated as the complaint can be confirmed through visual inspection

Event description:
It was reported that the patient underwent exploratory surgery on (B)(6)2020 wherein the lead was tested intra-op confirming high impedances. Further surgical intervention may occur to resolve the issue.